Manufacturer narrative:
(B)(4). The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with minor scratched lcd window, cracked keypad at select button, faded serial number label and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a low battery alert in less than a week. The battery replacement required alert was frequently displayed. No further details were given. The customer¿s blood glucose during the incident was unknown. The insulin pump was returned for analysis.